Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 6 years post-implantation due to pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and laboratory reports. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 192411, echo por fmrl red nc 11 x 135 mm, 698400. The 139254, m2a-magnum 42-50 mm tpr insrt-3, 653440. The us157854, m2a-magnum pf cup 54odx48id, 509550. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10947, 0001825034 - 2017 - 10948, 0001825034 - 2017 - 10949.

Event description:
It was reported that a patient is being considered for revision due to pain, discomfort, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. No revision procedure has been scheduled at this time. Attempts have been made and no further information is available at this time.